Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and confirmed the cable failure. The technician reported poor image quality, green static and the presence of the "connect cable" icon. The spectrum smart cable was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a spectrum smart cable, the image intermittently cut out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.